Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusor¿s bladder ruptured during therapy. The patient's ¿trousers got wet with the solution (5-fu)." There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.